Manufacturer narrative:
(B)(4).

Event description:
It was reported the need tip was found damaged prior to patient use. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The customer returned one opened cvc set with multiple components including an introducer needle for analysis. Signs of use were observed inside the needle hub. Visual analysis of the returned needle revealed one large vertical crack in the needle hub. The needle length measured 69mm, which is within the specifications of 67.49mm-69.27mm per needle product drawing. The needle cannula outer diameter measured 0.0498" which is within the specifications of 0.0495"-0.0505" per the cannula product drawing. The needle cannula inner diameter measured 0.042", which is within the specifications of 0.041"-0.043" per the cannula product drawing. Functional testing was performed per the product IFU, which states , " insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The returned introducer needle was attached to the returned arrow raulerson syringe (ars). The returned needle was not able to draw or aspirate water due to the crack in the needle hub. R & d was contacted as part of this complaint investigation. They indicated that this is a known design issue and is being investigated under a CAPA. A device history record review was performed, and the following findings were identified: for material k-04300-019a, batch 71p21b0956, two non-conformances were initiated regarding an unsecure syringe/needle connection. These findings are not relevant to this investigation. The customer report of a cracked needle hub was confirmed through visual inspection of the returned sample. One large vertical crack was observed on the needle hub. The returned needle met all relevant dimensional requirements, and a device history record review was performed with no findings relevant to this investigation. Based on these circumstances and the comments from r & d, the root cause of this complaint is likely design related. A CAPA has been initiated to further investigate this issue. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the need tip was found damaged prior to patient use. No patient involvement was reported.